Event description:
It was reported that the trek 2.5 x 12 mm balloon was found on the shelf without any information at all. The proximal shaft was noted to be separated. No further information was able to be obtained. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Estimated date of event. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.